Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a company representative. A review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number bv651549 was released in two batches. Batch1: was released on september 12, 2011 with no discrepancies. Batch2: was released on september 24, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the torque wrench was received at us customer quality (cq). There were light surface scratches on the handle and knob of the device. The pin that connects the torque handle to the knob appears bent. Functional test: turning the knob clockwise/counter-clockwise was not possible as the knob was jammed. The knob cannot be turned to either the 60 in-lb or 100in-lb setting. Because the knob was jammed, the overall complaint was confirmed as the torque wrench does not function appropriately. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: drawing(s) reviewed: current & manufactured revisions conclusion: the overall complaint was confirmed for the received torque wrench as the knob to change settings was jammed. Although no definitive root-cause can be determined, it¿s possible the device experienced unintended forces which lead to an internal mechanical failure. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set on an unknown date, it was observed that the torque handle was non-functional. The product has been quarantined and is available and is being returned. There was no patient involvement. Upon manufacturer receipt and investigation, it was determined that the device was jammed/seized. This report is for a torque wrench. This is report 1 of 1 for (B)(4).